Event description:
Litigation papers allege:patient was implanted with a depuy pinnacle hip implant on or about (B)(6), 2009. Patients injuries consist of constant pain and instability of the left hip. There is no mention of revision surgery.**patient is a resident of (B)(6).**update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. There is no new information that would change the outcome of the existing MDR decision.(B)(4).

Manufacturer narrative:
**Update** 11/23/2012 - medical records were received from legal. Part/lot information was identified. There is no new information that would change the outcome of the existing MDR decision. Patient height is (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).